Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle easily during interrupted suturing. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/24/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot number pjq138, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: an overwrap packet, a straight pack folder with a detached needle and a suture of product code m650, lot # pjq138 were received for evaluation. The product code is multistrand count and each packet contains four strands per packet. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The short insertion defect has been correlated to the manufacturing process. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.